Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d5, d8, d9, h2, h6, h11. Corrections and updates: d4: expiration date: 01/31/2028. D5: operator of device: health professional. D7a: single use device: yes. E1: first name/last name: ni. H5: labeled for single use device: yes. This report is being supplemented to provide additional information based on the approved final investigation. The reported event could not be confirmed as the actual device was not returned. The reported event is inferred to have occurred through one of the following mechanisms. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe was subjected to the seal and cut output and the load of grasping the tissue, causing cracks to form from the scratches. 3. The probe broke when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe was subjected to the seal and cut output and the load of grasping the tissue, causing cracks to form starting from scratches (contact marks). 5. The probe broke when added load. Based on the investigation, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the front-actuated grip exhibited the knife tip was fractured. Event occurred during an unspecified procedure. The procedure was completed with a competitor¿s device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.